Event description:
Patient reported right side " rupture and notification of the recall in 2019." Patient later reported "peri-implant fluid", "extracapsular implant rupture with only partial collapse of the implant capsule", "remote from this silicone signal is seen lying superficially within the glandular tissue of the right axillary tail" via MRI and "granulomas/silicone uptake within an inframammary lymph node" and "right axillary nodal silicone uptake" via us. The event of a "palpable nodule" is not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, and granuloma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1.

Event description:
Patient reported right side "rupture and notification of the recall in 2019." Patient later reported "peri-implant fluid", "extracapsular implant rupture with only partial collapse of the implant capsule", "remote from this silicone signal is seen lying superficially within the glandular tissue of the right axillary tail" via MRI and "granulomas/silicone uptake within an inframammary lymph node" and "right axillary nodal silicone uptake" via us. The event of a "palpable nodule" is not device related. Device has been explanted.